Event description:
It was reported that during set up of the 9800 system the right screen on the workstation was dim and going blank. Another system was used for the case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the right monitor. The system was tested and found to be working as intended and placed into service.